Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was explanted due to a depleted battery, with the physician alleging a sooner than expected replacement per product labeling. The explanted product is intended to be returned for a post market longevity assessment. A new device was successfully implanted in the absence of additional adverse patient effects.